Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Death. No autopsy. Relatedness to device -undermined. Relatedness to procedure -undermined. Related ness to preexisting condition -undetermined -" patient outcome: "unanticipated ae. No action taken to treat. Patient died (B)(6) 2025."

Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-28-164-28s) with final assembly lot# b220224212, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2022. There were no nonconformances or reworks in relation to this device. Review of the device history records showed no issues were found during the manufacture of the devices. The pre-case plan and intra-op CT imaging were not available for evaluation. The patient underwent a tevar procedure to treat a thoracic aneurysm on (B)(6) 2023 with a relay pro nbs device (28-n4-28-164-28s). No issues were reported during device navigation and deployment; however, unexpectedly the patient's death was reported on (B)(6) 2025. Without hospital documentation, no further information in the patient's death cause could not be determined. An update received on (B)(6) 2026 from alao keji, clinical study manager, stated: "the sae was recently detected during the update of the participant (B)(6). The death was registered by other physicians in the hospital programm. The only data that we have is that the patient had an acute case of dyspnea, which caused the death. No autopsy was made, so we cannot know whether it had any relationship with the devices." Without a pre-case plan and CT study, the anatomy evaluation, aortic sizing, graft selection and stent-graft positioning cannot be confirmed. In conclusion, a review of the device history records showed no issues with the manufacture of the devices. Information from the site documented the cause of death as acute dyspnea but the root cause of the dyspnea could not be determined.